Manufacturer narrative:
Device disposition presently unknown.

Event description:
The manufacturer was notified that a mitroflow device was explanted from a patient at (B)(6), on (B)(6) 2019. No additional information was received.

Manufacturer narrative:
Several attempts were made to contact the site with no follow-up received. Because no further information is available and the device serial number is unknown no investigations can be performed and the root cause of the event cannot be established at this time.